Event description:
It was reported that the device had a performance issue as it had shocked the patient six times when in vt/vf (ventricular tachycardia / ventricular fibrillation) without breaking arrhythmia. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.